Manufacturer narrative:
Analysis of the needle returned found the needle broken at the tip and the tip was not returned. As the broken component was not available for evaluation, we could not reliably determine the exact cause of the condition observed.

Event description:
The product was used during an abdominal hysterectomy procedure. Reportedly, the needle broke. The surgeon used another suture to complete the procedure. No pt injury reported.